Event description:
A display message was reported with the adc device and customer was unable to obtain readings. Customer reported having black spots or markings on the display of the adc device. As a result, customer experienced a loss of consciousness and was unable to self-treat. No treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was powered on and black spots/markings were observed. Built-in reader test was unable to be performed due to display issue. Visually inspected the returned usb charger and usb cable and no damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Antenna was damaged during visual inspection of pcba. Reader test fixture was unavailable. An extended investigation was also performed. Visual inspection has been performed on the de-cased returned reader and cracked screen was observed. The returned reader was powered on and black spots / markings was observed on the screen where the cracks are. It was determined that the cause of the black spots is due to the cracked screen, therefore the issue is not confirmed to use due to cracked screen. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable was part of the reader kit pack and there was no indication that the product did not meet specifications. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the follow up report #1. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was powered on and black spots/markings were observed. Built-in reader test was unable to be performed due to display issue. Visually inspected the returned usb charger and usb cable and no damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. Antenna was damaged during visual inspection of pcba. Reader test fixture was unavailable. An extended investigation was also performed. Visual inspection has been performed on the de-cased returned reader and cracked screen was observed. The returned reader was powered on and black spots / markings was observed on the screen where the cracks are. It was determined that the cause of the black spots is due to the cracked screen, therefore the issue is not confirmed to use due to cracked screen. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device and customer was unable to obtain readings. Customer reported having black spots or markings on the display of the adc device. As a result, customer experienced a loss of consciousness and was unable to self-treat. No treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device and customer was unable to obtain readings. Customer reported having black spots or markings on the display of the adc device. As a result, customer experienced a loss of consciousness and was unable to self-treat. No treatment information was provided. There was no report of death or permanent impairment associated with this event.